Event description:
A report was received that the patient¿s lead was showing high impedances. X-ray was taken and confirmed that the lead was fractured. The patient will undergo a lead revision to replace the lead.

Event description:
A report was received that the patient¿s lead was showing high impedances. X-ray was taken and confirmed that the lead was fractured. The patient will undergo a lead revision to replace the lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads were just relocated. The fractured lead was not explanted and was left inside the patient¿s body. The patient was doing well after the procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.